Manufacturer narrative:
(B)(4). The product remains implanted and was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4) products are designed to be adjusted by a strong magnet. Inadvertent adjustments by external magnets are a known complication with adjustable valves. Details about the patient's previous revisions were not reported. All of our valves are 100% tested at time of manufacture.

Event description:
It was reported that the patient's valve was readjusting itself from performance level 2.5 to 0.5, which caused pain to the patient. The patient has had several revisions.